Manufacturer narrative:
Additional information received indicated abbott neuromodulation was not the manufacturer of the device associated with this medical device report.

Manufacturer narrative:
The methods, results and conclusions codes will be included in the final report. Further information was requested but not received. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that the patient may undergo surgical intervention at a later date to explant the patient's system.